Manufacturer narrative:
Section a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) haptic was defective upon opening the product packaging. There was no patient contact with the device. No other information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 24, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the plunger rod was fully retracted and with the lens taped to the handpiece. Viscoelastic residue was observed to be distributed evenly throughout the cartridge; no cartridge or cartridge tip damage was observed. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. No plunger rod and plunger rod advancement were inspected revealing no resistance and no issues. The lens was observed to be cut in half. The lens halves were cleaned revealing no further issues. No further evaluation was performed. The complaint issue haptic damaged was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records review for this production order (po) shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.